Event description:
On (B)(6)2013, the family member reported that the patient had been admitted to the hospital because the wound was not improving and had a foul odor. On (B)(6) 2013, the following info was provided by the nurse: on (B)(6) 2013, the patient was admitted to the hospital. On an unk date, the patient was taken to the operating room to "clean" the wound, and underwent a flap surgery, a culture was performed and the patient was placed on antibiotic therapy prior to surgery. The patient was discharged on an unknown date. The flap remained viable, and the patient continued to receive v.a.c. Therapy.

Manufacturer narrative:
It cannot be determined that either the alleged stalled wound or the foul odor are related to v.a.c. Therapy. There have been several attempts made to gather additional info, but there has been no response. Kci has not been able to obtain sufficient info to establish a root cause. Device labeling, available in print and online, state: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and installation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.